Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
Following information established by the arjo service engineer, the safety rail panel detached and the side rail assemblies were bent when the bed was smashing in a wall. No patient was involved. No injury nor other medical consequences reported.

Event description:
Following information established by the arjo service engineer, the safety rail panel detached and the side rail assemblies were bent when the bed was smashing in a wall. No patient was involved. No injury nor other medical consequences reported.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
Following information established by an arjo service engineer, the safety rail panel was detached and the side rail assemblies were bent when the citadel plus bed smashed in a wall. No patient was involved. No injury nor other medical consequences reported. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. An inspection of the claimed bed frame conducted by the arjo representative and photographic evidence provided revealed that the side rail panel was distorted and detached from the side rail mechanism. The pivot pin (part of the side rail assemblies) was bent. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding is in line with an information provided established by the arjo service engineer, the side rail was damaged when the bed was smashing in a wall. According to the citadel plus instruction for use (ID. 831.474) ¿ensure pathway is clear or cords, hoses and obstacles before driving bed forward or backwards.¿ to conclude, the side rail was detached from the bed and from that perspective the citadel plus bed did not meet the specification. No patient was involved. No injury was reported. The complaint was decided to be reportable due to the side rail detachment.